Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that during surgery, the surgeon wanted to remove the cup as he was not satisfied with his cup placement. He replaced the cup correctly, decided to use a new ceramic insert. When impacting the insert, it broke. He then noticed a metal chip on the cup caused by the instrument he used to remove the first insert from the cup. It is also stated on the update email that the surgeon noticed a dent that was intruding inside the cup, which caused the insert to break. As they only have 2 ceramic inserts, he had to ream more to size 58 and use a 58 mm insert. The original one was 56. Surgeons did not complain about the product nor the company. Unfortunately, all implants were discarded, the nurses did not think they had to save them as it was not a product problem. Update may 30, 2016 : additional information received. It was indicated that the surgeon confirmed that he did damage the side of the cup when hitting it to remove it. He did not notice a little piece of metal inside the cup when he impacted the insert. He is convinced that it's the reason the insert broke. For clarification. The surgeon changed the 56mm to 58mm cup. Because he had no more 56mm on the shelf. This complaint was updated on may 31, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.